Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited r-wave amplitude variation and high capture threshold. The lead was exchanged during the procedure. The patient was stable in condition.

Manufacturer narrative:
The reported events of unacceptable capture and r-wave amplitude variation were confirmed. Analysis found that a complete lead was returned in one piece measuring 57.9 cm. X-ray examination of the lead found the inner coil in the connector region was over torqued/damaged due to procedural damage. An internal short was found due to the over torqued/damaged inner coil in the connector region. The cause of the reported events was due to the over torqued/damaged inner coil in the connector region.